Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was fluctuating (40-400 mg/dl). Customer consumed carbohydrates to address low bg and delivered a bolus to address elevated bg. Customer did not know cause of fluctuating bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Pump data was reviewed, and pump bolus was confirmed not to have been the cause of the more recent low bg. Customer acknowledged and was satisfied.